Event description:
It was reported that on (B)(6) 2023 a patient presented with clear drainage from the incision site. The patient then presented to clinic and it was revealed that there was pocket erosion of the implantable cardioverter defibrillator (ICD). On (B)(6) 2023 blood culture was performed and showed no growth. The physician elected to explant the entire ICD system. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).